Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the patient had infection, peri-implantitis and dehiscence. The implant was extracted.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported dental implant was received for investigation attached to an abutment. Visual inspection of the as returned product identified minor signs of wear due to usage but no signs of significant damage or deformation. Functional testing to recreate the reported event could not be performed due to the nature of the event. The product's dimensions were measured and found to be within the specifications in the product's engineering drawing. Periodontitis was noted on the product experience report (per) as a pre-existing condition of the patient and which could have contributed to the event reported . The reported device was located on tooth # 3 and was used for approximately 5 years. Pictures or x-ray images were not provided to evaluate of periimplantitis a device history review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Sterilization record for the implant was reviewed and verified to have passed all sterilization activities with no issues or non-conformities identified. Complainant reported peri-implantitis and dehiscence. The product was returned and the reported complaint could not be verified as x-rays or images were not provided to evaluate. A definitive root cause for this complaint could not be determined. The following sections have been updated: d4: expiration date, UDI . G4: date received by manufacturer . H4: device manufacture date . H6: evaluation codes.

Event description:
No further event information is available at the time of this report.